Manufacturer narrative:
The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump over-infused during patient infusion. The pump was programmed to infuse a 100cc bag of midazolam (1mg/ml) at 25 cc/hr. The infusion completed in 2 hours instead of the expected 4 hours; the pump indicated that there was still 42cc to infuse. A review of the infusion history indicated the medication was programmed at a flow rate of 10ml/hr. There was no report of patient injury or medical intervention associated with this event. No additional information is available.